Event description:
The physician attempted to use the stent (subject device) to cross the neck of a carotico-opthalmic aneurysm. The stent system jammed and the physician was not able to deploy the stent. The system was removed and another stent was used to complete the procedure. Pt is reported to be "stable." The analysis of the returned device found the catheter separated and detached.

Manufacturer narrative:
Evaluation codes. Results: other for catheter detached/separated. The device history record was reviewed for mfg issues that could potentially relate to the reported event. There were no mfg issues identified with this lot. A labeling review was performed and from the info provided, it can be concluded that the device was used in accordance with the labeling. The device was returned for evaluation and upon analysis of the device it was found that the proximal end of the microdelivery catheter shaft was stretched and separated under the strain relief. Further observation found two kinks along the proximal end of the shaft, the middle and distal end were free of anomalies. Due to the damages on the returned device, a functional deployment test could not be performed. However, a .020" mandrel was instead inserted into the microdelivery catheter proximal section where the microdelivery catheter was cut and the stent was pushed out. The stent was deployed on the table without any difficulties. The stent was conforming to its visual specifications. All dimensions which could be measured on the microdelivery catheter, stabilizer and stent were conforming to their dimensional specifications. The observed damages are indicative of stent deployment friction. There is no indication from info provided of misuse, mishandling or user error. The pt's anatomy was also reported as being moderately tortuous. Based on the full investigation results, a root cause cannot be determined in this case. A root cause classification of undeterminable has been assigned.